Event description:
It was reported, the pt experiences pain at the ipg site. The pt has lost a significant amount of weight. The pt is currently dealing with other unrelated medical issues and will address the pain issue at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.